Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain the left had side."

Event description:
Patient reported "pain the left had side" and "a lump under ¿ armpit ¿ confirmed with silicone in ¿ lymph node." This record is for the left side. Device has been explanted.